Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d3 (manufacturer), d4 (model #), g1 (email), additional information: b5. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided which indicates the patient has subsequently expired, but it was not indicated that the ivc filter contributed to this outcome.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional investigation: the following allegations have been investigated: vena cava perforation, back pain, swelling, depression/anxiety, limited mobility, permanent left-hand damage. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported back pain, swelling, depression/anxiety, limited mobility, permanent left-hand damage are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the left common femoral vein due to post deep vein thrombosis (dvt)/ pulmonary embolism (pe). The patient alleges vena cava perforation. The patient further alleges lower back pain, swelling, depression, anxiety, limited mobility, and permanent left-hand damage. (B)(6) 2019, per a report from computed tomography; ¿findings: there is an inferior vena cava filter in place. The superior filter tip is present at the level of the approximate level of both renal veins. No abnormal tilt to the superior filter. No filter fracture is identified. There is penetration of the four long distal filter struts. The anterior filter strut is present approximately 2 mm anterior to the serosa of the ivc without penetration into adjacent structures. The anterior right filter strut extends in the region of the second portion of the duodenum and appears to contact the serosa of the second portion without definite penetration into the lumen. The posterior right filter strut extends into the right retroperitoneal soft tissues without penetration into adjacent structures. The left posterior strut also is similar in that it extends into the left retroperitoneal fat without penetration into adjacent structures.¿